Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired at home due to unk causes. No other info was provided regarding the cause of death to the MFR and pump was not explanted.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.